Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that their trial started on (B)(6) 2016, and that they are having leakage, blood, and pain at the incision site as of an unknown date. It was stated that they believe the lead may have pulled out. Follow up with the healthcare provider (hcp) is to be conducted. Indication for use is unknown.